Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown reason. No additional adverse patient effects were reported. The lead has not been returned at this time. If the lead is returned, analysis will be performed and this report will be updated.